Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: opening curved and creases fold. Leak test and microscopic analysis was performed which identified: striated openings on anterior and posterior and sharp opening on anterior. Based on the device analysis the final assessment is striated openings assessed as surgical damage consist in the use of some surgical tool and a sharp opening on anterior assessed as an unidentified (tear) opening.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.